Event description:
Caller reported that insulin gauge displayed a different amount than expected. The customer's blood glucose level was 310 mg/dl. Customer declined troubleshooting from tandem technical support.